Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was defective. While ligating branches the pa noticed that the device was struggling to cut larger branches because the device would auto shut-off after a few seconds. As this persisted, he paused ligation because he knows there is a auto-off timer on the hp2. During the time he paused, staff double checked the power supply and power cord. He paused for about oneminute to assure the timer would be reset and began to ligate again. He noticed that the hp2 continued to auto shut off after only a few seconds before some branches weren't completely cut and sealed. He took the cutter out again to clean the jaws and noticed that the wire cutter had begun to separate from the jaws. Seeing this and knowing it was abnormal, he decided to discard the device and resume and finish the case with a new device. The new device functioned normally. The case was finished without incident or patient harm.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was defective. While ligating branches the pa noticed that the device was struggling to cut larger branches because the device would auto shut-off after a few seconds. As this persisted, he paused ligation because he knows there is a auto-off timer on the hp2. During the time he paused, staff double checked the power supply and power cord. He paused for about one minute to assure the timer would be reset and began to ligate again. He noticed that the hp2 continued to auto shut off after only a few seconds before some branches weren't completely cut and sealed. He took the cutter out again to clean the jaws and noticed that the wire cutter had begun to separate from the jaws. Seeing this and knowing it was abnormal, he decided to stop using the device and resume and finish the case with a new device. The new device functioned normally. The case was finished without incident or patient harm.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 08/03/2023. An investigation was conducted on 8/17/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the device. Evidence of charred material was observed between the jaws. The clear silicone insulation of the jaws was observed to be intact with no visual defect. The heater wire was observed to be detached from the tip of the hot jaw and twisted away from the base of the jaw. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released with no excessive smoke observed. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed (B)(4) times over 10 minutes. The device shut off after the period of sustained activation and reactivated after the 10-second cooling period with no incident each time. An activation and transection capability test and final test were unable to be performed due to the twisted and bent state of the heater wire. Based on the returned condition of the device, the reported failure "material twsited/bent wire" was confirmed, however the reported failure "electrical /electronic property problem" was not confirmed. A lot history record review was completed for lots 3000322258, 3000322018, and 3000322174:, the last 3 lots shipped to the account prior to the event/aware date. There is an ncmr, however, its not related to the reported event/failure. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.